Manufacturer narrative:
Evaluation summary: the reported condition fail code 570 was confirmed . Inspection of the device revealed damaged batteries. This issue is currently being investigated.

Event description:
The facility reported a fail code 570 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.